Manufacturer narrative:
There were minor scratches to the lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. The pump was received with a grinding noise during rewind due to faulty motor and vibrator and rattling noise due to adhesive not adhering to case. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device had a vibration anomaly, and the device was making a loud noise. The customer's blood glucose level at the time was reported to be 115.2mg/dl. It was reported that the customer wanted to swap the device. No further information provided.